Manufacturer narrative:
The device was returned to olympus and the evaluation found disconnection in cable unit based on the results of the investigation, the most probable cause of the malfunction is due to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the subject device had disconnection in the cable unit. There was no patient involvement in this reported event.